Event description:
The patient reported that, he had two episodes where his infusion device shut down without warning. The pt uses a distributor for his power pack supply, and stated that he was not notified about the power pack recall. The pt's blood glucose did elevate in the 400s mg/dl. The pt reported symptoms of feeling tired and weak. The pt's normal blood glucose range is 140-180 mg/dl. The pt changed out his power pack and administered a bolus to bring his blood glucose down. The pt was added to the company mailing list for replacement power packs. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.